Event description:
Philips received a complaint from the customer on the v60 indicating that the device is not reading title volume or minute volume. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer states that during testing they are unable to see tidal volume or minute volume. The customer inspected and did not see any tubing undone. The customer is requesting on-site service to have the unit inspected and determine if any repairs are needed. The rse dispatched for onsite service and repair. The field service engineer (fse) replaced the gds to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The removed gas delivery system (gds) was returned to the product investigation lab (pil). The pil technician installed the gds into a pil ventilator to duplicate the reported issue. Visual inspection of the gds revealed no evidence of damage or contamination. The returned gds with connection to standard test bed (stb) was operated without any issue at pil. Tech could not duplicate the failure of the service. Pil could conclude that the gds function as designed. No fault found.